Manufacturer narrative:
(B)(4). The device is being evaluated by a field service engineer (fse) at the customer location. Visual inspection was performed, no physical damage was found. The device passed all testing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported condition was not confirmed; the cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had high ultrafiltration during hemodialysis (hd) therapy. The patient weighed 700 grams less than expected. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.